Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. In addition, it was was reported that a minimum fill notification occurred after the user filled the cartridge with 230 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned